Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion spinal therapy for an l4-5 lumbar fusion. It was reported that the inserter broke intra-operatively. There were no patient symptoms or complications reported as a result of this event. Additional information received from the manufacturing representative that the inserter threaded tip broke off when the surgeon was placing cage in the disc space. All pieces were removed and retrieved except the pin that held the threaded tip on was sucked up into the neptune.